Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken around the out pipe. It was broken off at the 16,5 mm from the distal end. The broken piece of the probe tip was not returned. The breakage started at the cracked area of the probe. Additionally, an error code was noted, the electrode coating was peeled off, and the tissue pad had minor deformation; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. And the short circuit error occurred. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence is being performed for this event with no response received as yet. The device has been returned, but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, after 20 minutes of use short circuit alarm and low ultrasound alarms were received for the device. The device was removed from the trocar. When the device tip was being cleaned, the probe of the device was severed. Another device from the same lot had been used prior to start the procedure. The same alarms had been received for the first device without any problems being noted. This second device had replaced the first to continue the procedure. The procedure was completed with a third device from the same lot without any issues. There is no harm or adverse impact to the patient.